Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1x5wd, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had to have the device replaced because it wasn't working properly; the lead had moved and the device was not effective so the healthcare provider replaced it.